Event description:
It was reported before using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received a photo for investigation, which shows a safety shield that has been detached from the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 02 jan, 2026. Medwatch report # mw5181598. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off in an unspecified number of devices. No adverse impact was reported regarding the patient or user.